Manufacturer narrative:
Device remains implanted. Statement from IFU: "adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of device or native vessel." A review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
It was reported that a patient presented with aortic aneurysm and was treated with a gore® excluder® aaa endoprosthesis on (B)(6) 2022. During the procedure, the left hypogastric artery was covered due to patient anatomy. It was confirmed that the correct length of the planned contralateral leg endoprosthesis was used. The patient tolerated the procedure. No follow up procedure is scheduled.

Manufacturer narrative:
B1: event type updated from previously sent report.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted in the patient. Therefore, a device evaluation could not be performed.

Manufacturer narrative:
G1: manufacturing site number: (B)(4) manufacturing site corrected.